Event description:
It was reported that during a cholecystectomy procedure that the clip fell out several times. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Date sent: 03/14/2008. Info is unavailable; device was not returned for eval.